Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: according to sales feedback on 10/apr/2025 via phone, impacted product epm8205's quantity to be returned changed from 1 to 0 ,customer requests investigation photos. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was previously received that no device is being returned. Please clarify what is meant by "the customer requests investigation photos". What photos is the customer requesting?

Event description:
Breakage suture. It was reported that the suture broke when sewing in an unknown surgery. Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ please clarify what is meant by "the customer requests investigation photos". What photos is the customer requesting? --received information as following from sales rep via phone today. Clerical error, actually the customer does not request investigation photos. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.